Event description:
A high pacing impedance (2983 ohms) was recorded in-clinic on (B)(6) 2012. The medtronic device has since then recorded a >3000 ohm impedance via automatic testing. An x-ray was performed on (B)(6) 2012 and showed no lead movement or signs of lead failure. The physician has yet to make a decision on revision the lead. On (B)(6) 2013 - all available information suggests this lead remains actively implanted. If additional information is received, this event will be updated.